Event description:
It was reported that the patient received multiple inappropriate high voltage therapies. Decreased sensing, increased pacing lead impedance and increased high voltage lead impedance were observed. During the extraction procedure, it was noted that the lead was kinked. The lead was replaced and patient condition after the procedure was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a fracture was noted on the sensing and svc pins close to the weld in the crimp sleeve, consistent with fatigue. This fracture is consistent with the observation from the field of decreased sensing, increased pacing lead impedance and increased high voltage lead impedance.